Event description:
Repair center: alleged alarming/red light and key is the pilot valve is at 200 ohms. Per independent repair center statement, alarming or red light and alarm will not function. The key failure was that the valve operator was at 200ohms. Other issues were that the power switch had no alarm.